Manufacturer narrative:
The sample was not returned for evaluation for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by FDA user facility report number: 3633050000-2017-8001 that a leak was discovered near the "y" adapter and the plastic appeared cracked. The therapist attempted to change the adapter by removing it from the endotracheal tube but the plastic broke and part of the adapter was stuck inside the endotracheal tube. There was no reported injury and the broken device piece was retrieved. No additional information was provided.

Manufacturer narrative:
The device history record for the lot number, m5289t516, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 24aug2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. . Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
MDR report key (B)(4) was received.

Manufacturer narrative:
The sample was returned and evaluated. One used 8fr closed suction catheter (light blue) and one used 3.5 mm y-adapter was received. There was no product packaging received. The y-adapter is broken at the point of connection at the tip to the body. The tip was not received. The solvent bond interface between the boy and the tip is intact. The break occurred flush with the distal end of the body. There is very little of the tip remaining. There is one small section in which a <1 mm gap can be seen between the fragment of the tip and the body. The mold identification mark is "b". All information reasonably known as of 08may2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).